Event description:
The manufacturer received voluntary medwatch (mw5104452) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging headaches, nausea, runny nose, sinus infections, upper respiratory infections, uncontrollably sneezing, runny eyes and skin infection on nose and cheeks. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged headaches, nausea, runny nose, sinus infections, upper respiratory infections, uncontrollably sneezing, runny eyes and skin infection on nose and cheeks. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.